Event description:
Pt was treated with freeze off, wart located on tip of right index finger. Pt was taken to the ER room same day as treatment, diagnosis was second degree burn. Customer reports that attending physician initially sent pt home with instructions to watch for blister, customer returned to ER less than 12 hrs after initial visit. On the third day, after treatment, the pt was taken to dr for blister to be drained. The treated area was covered with antibiotic pads and gauze. The pt was seen by dr's office every other day for dressing to be changed. Product lot identification is not possible since customer returned product to retail store.